Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated multiple alert 38 motor stall alarms, and the user planned to restart, rewind, and perform a supply change independently after declining a guided dry run. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem consistent with motor stall behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.